Manufacturer narrative:
Additional information was received that the migration caused loss of coverage and that the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's occipital lead had moved down into her neck. The lead was excised and exposed. The physician repositioned the lead to its original location.

Event description:
A report was received that the patient's occipital lead had moved down into her neck. The lead was excised and exposed. The physician repositioned the lead to its original location.